Event description:
In this event it has been reported that a raypex 6 had incorrect measurement. No injury occurred. Device will be returned for investigation.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Display (touch screen fails) defective, replaced. Without file clamp and power pack sent. Function test and test measurements without errors.